Manufacturer narrative:
Tech stated that the head right siderail will not latch. Replaced the latch and spring to resolve this issue.

Event description:
Complaint alleged that the head right siderail will not latch. No report of injury or incident.